Manufacturer narrative:
Continuation of d10: product ID unk_nav_comp (lot: base fee); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: software 9735585 stealthstation cranial version 3.0 h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that there was an alleged inaccuracy. The surgeon started a trace registration but noticed the starting point which should be on the nose was appearing virtually on the patient's neck. The representative stated the patient's axial view was labeled as a coronal view, and vice versa. The surgeon was unable to register the patient and ended up aborting navigation. The issue took place during registration. Troubleshooting was unable to be performed during the call but the surgeon did try manually moving the nose point but the new point was off by several inches. There was a reported delay of less than 1 hour and no reported impact to patient outcome. Later on, a representative was able to complete a registration using a resin head dummy model and exam with no issues. Technical services (ts) reported the likely issue being due to user error, possibly from poor or mislabeled exam.

Manufacturer narrative:
H3, h6: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Based on the information provided in logs and archives, this issue appeared to be due to the mislabeling of the exams. Analysis found that the reported issue was not cause by the software. Analysis found that the software functioned as designed. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.